Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter and the evaluation of the sample. Two empty and used pumps were received for evaluation and investigation. The visual inspection of the pumps found dry medication at the distal luer and the pinch clamps missing. The pumps were filled with 60ml of normal saline solution to test for infusion. The pump did not infuse. The tubing and flow restrictors were placed in warm water and connected to an air source for about 72 hours. The pumps without tubing infused. The occlusion could not be cleared from the tubing, so a flow rate accuracy test could not be performed. Retain samples from lot 6b2855 were evaluated and did not confirm a rapid flow rate. A review of the lot history found that to be the only fast flow complaint for the lot. We reviewed our device history record, and all manufacturing operations were found to be within specification. Product complaint is not confirmed for fast flow. If additional information is received pertinent to this incident, a follow-up report will be submitted.

Event description:
Flow rate too fast. Expected it to last 43 hours. Fill volume 96ml.